Manufacturer narrative:
The patient details and model and serial number of the device were added.

Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient details and model and serial number of the device were added.

Event description:
It was reported that this pacemaker was found to be in safety mode. Loss of capture on the right ventricular (rv) lead was observed. An x-ray was performed and no dislodged or fracture was confirmed. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.